Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
Unique device identification (UDI) is unavailable. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue could not be replicated. The system then passed the system checkout and was found to be fully functional. Medtronic representative reported that the suretrak in jam shidi was loose and suspects loose suretrak for inaccuracy.

Event description:
Medtronic received information regarding a navigation device being used for a sacroiliac and thoracolumbar procedure. It was reported that the navigation system tracked a biopsy needle inaccurately twice. After site calibrated the needle, the initial holes were made, and the guide wires were passed through. A confirmation spin showed the wires were 15 mm inaccurate. Incisions were made above and below where the cage would be and was successful. Guide wires were again placed, but inaccuracy of 10 mm was noted while cementing site. Navigation appeared to show the correct location even though they were a level higher than they needed. Delay to procedure was two hours, procedure was successfully completed c-arm.